Event description:
I used polygrip, super poligrip and super poligrip extra care with polyseal 2006 to 2009. I started feeing nervous in my toes. And it kept me up at night. The doctor pt me on neurontin, but they still bother when I try to sleep. Dose or amount: denture cream. Frequency: 5 times week. Route: oral. Dates of use: 2004 - 2009. Diagnosis or reason for use: to hold teeth in. Event abated after use stopped: no.